Event description:
It was reported that during a laparoscopic anterior resection procedure, the surgeon reloaded a grey cartridge and placed the stapler onto the ima for transection. However, the surgeon could not fire the stapler, he encountered a safety lockout. The surgeon then replaced the reload with a new piece and tried firing again. The same thing happened, he could not fire the first stroke, and there was a safety lockout. The surgeon then proceeded to convert the case to open. The surgeon mentioned after the case that there is a possibility that the cartridge was improperly loaded.

Manufacturer narrative:
Date sent: 10/22/2009. Info anticipated, but unavailable at this time.